Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-patient presented with inappropriate shocks due to right ventricular lead noise. It was noted that the lead also had high impedance. The lead was capped on replaced on (B)(6) 2019, and the patient was stable.

Manufacturer narrative:
A partial lead with the pin measuring 36.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Insulation and conductor damage was noted at 35.5 ¿ 36.8 cm from the pin consistent with clavicle crush damage. Clavicular crush damage was found distal to the suture sleeve tie impression damaging all the lumens and the ptfe liner and fracturing all the filars of the inner coil. Some filars of the inner coil were also found to be melted. The right ventricular and ring electrode cables were found to be broken with both right ventricular cables also found to be melted in this location. The cause of the reported events was due to the clavicular crush.

Event description:
New information received on (B)(6) 2022, indicates that during an unrelated procedure on (B)(6) 2022, the physician attempted to explant the lead, however it fractured, and only part of the lead was explanted.

Manufacturer narrative:
The lead was capped on (B)(6) 2019 not explanted.